Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor cannot detect and treat testing due to functional issue) has been confirmed. The cause for the failure was a shorted u409 can transceiver on the computer/analog board was shorting the 5v wire. Additionally, the r684, r689, r45, q9, j1002bb, and j1003bb were shorted on the defibrillator pca, allowing high voltage to travel to low voltage circuitry. The root cause for the shorted u409 transceiver could not be positively identified. Root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.